Event description:
Patient was cardioverted with 200 joules without attaining nsr. Then 300 joules was used and the patinet was converted to nsr for a very short period of time. During the cardioversion the physcian noted elevated st segments that he felt could be due to the machine malfunctioning or possibility intrinsic to the patient. The physician requested that the machine be tested for possible malfunction by biomedical and by the manufacturer. The manufacturer came that same day and no problems were found with the machine. There was no patient injury, but the physician requested that a report be file. The patient was kept an additional 24 hours past the intended discharge time. The patient also remained in a trail fibrillation. Cardiac enzymes were done with normal resultsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, none or unknown, known short term complication of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.